Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen on (B)(6) 2024. At the time of the event the patient was sleeping on the sofa when her sensor failed. The patient did not notice the alarm and therefore she experienced a hypoglycemic event in her sleep. When the patient´s mom arrived home she noticed that patient was unconscious and called an ambulance. When the ambulance came, they took a fingerstick and her blood glucose reading was 1.4 mmol/l. Two glucagon injections were given after which she regained consciousness. When the patient regained consciousness, her mom gave her plain syrup at first, and then a sandwich and a banana. No further treatment was reported to be necessary, and at the time of the report the patient was stable. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.